Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, back haptic didn't fold. The technician unloaded and reloaded the lens when advanced the injector went under lens and lens was damaged.

Manufacturer narrative:
The used company iii (d) cartridge was returned loose in a plastic bag. Viscoelastic was observed in the cartridge. The lens was advanced to the nozzle entry area. The lens was pressed up against the roof of the cartridge. Both haptics were extended. The cartridge tip had a large aneurysm on the right side. The used company iii (d) cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The lens was cracked on the edge. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the loading issue appears to be related to a failure to follow the (instructions for use) IFU. The lens was returned pressed up against the roof of the cartridge. Both haptics were extended. The lens position and the cartridge tip aneurysm would indicate lens and plunger were not in acceptable positions for advancement. Top coat dye stain testing was conducted with acceptable results. It was stated that the lens was loaded twice due to the trailing haptic not being folded. The trailing haptic placement is a manual step conducted by the end user. The lens was reloaded and then the plunger underride occurred. The IFU instructs: using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).